Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
Rep reported he was notified by the surgeon that a patient has a broken anchorage plate. Revision surgery is scheduled for (B)(6) 2020. Rep reported no additional information is available at this time.